Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic right salpino-oophorectomy - "one opened but broke, the other didn't open" (B)(6), rn. Note: only one package was turned into my office with the two dirty devices. (B)(6). Per staff a 3rd endobag was used to remove the specimen." Patient status - "case was completed. Post op: unknown."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection engineering confirmed that the handle (actuator) was broken. All parts of the actuator were returned. The root cause of this incident is likely due to the actuator being bent abnormally by the user after the unit was fully cinched. Based on the intended use, the device is not expected to experience such forces after cinching. Although the root cause of the customer's experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.